Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08987. It was reported that the patient presented in clinic upon developing myocarditis. The patient's implantable cardioverter defibrillator and right ventricular lead were explanted and not replaced. The patient was stable.